Event description:
Event description guidant received information that this lead appeared to have been fractured when it was pulled from the guide catheter prior to repositioning during the implant procedure. The physician believes the damage was caused by kink in the guide catheter